Event description:
It was reported "the system malfunctioned and was shocking in the legs." The symptoms began prior to (B) (6) of 2003. The pt was being treated by a physician, but it was not determined what was causing the shocking, so the system was turned off. There was no known trauma associated with the event. The pt needed the battery replaced, but had no insurance and was being seen at the (B) (6) hosp. Additional info received indicated the device stopped working. The pt recently lost feeling in his left side (felt numb). This had been occurring for the last 4-5 yrs, but it was now consistent. The pt was reportedly in pain and wanted the device removed.

Manufacturer narrative:
(B) (4).